Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the customer returned the handpiece for evaluation. The handpiece met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The handpiece was received for evaluation. A visual assessment of the returned sample found no problems. Full functional testing was performed on the returned handpiece and the reported event was unable to be replicated. The root cause cannot be determined conclusively.

Event description:
A surgeon reported that a handpiece handgrip became hot in her hand before surgery. She could felt it despite she had a glove on her hand. The surgeon did not experience any harm. The patient did not have contact with this handpiece. The handpiece was replaced for the surgery and the surgery was completed with no delay. Additional information has been requested but not received to date.